Event description:
Patient's ICD lead is fractured. The old lead will be removed and the patient will receive a new ICD lead.patient with a history of hypertrophic cardiomyopathy who has a fractured ICD lead and is pacemaker dependent. Temporary pacemaker did not consistently capture after placement under fluoroscopy.